Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose swivel, powerbroken and holes in the hose. Therefore, the reported condition was confirmed. It was determined that the cause of the loose swivel was due to normal wear over time. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position which is user error / abuse and possibly misuse. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the motor device had a hole in hose. During in-house engineering evaluation, it was observed that the device had a loose swivel, powerbroken and had holes in the hose. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.